Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/19/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: it was reported that the event date is (B)(6) 2024, and the alert date is july 22, 2025. Could you please provide a justification for this variance in the timing of the report related to this file? Loc just received the complaint from hospital in july 2025. Were there patient consequences? If yes, please explain. No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6)2024 and suture was used. The doctor used suture to suture the abdomen during the operation. After gripping the suture thread during knotting, the suture split, causing the wound to knot improperly and posing a risk of bleeding again. The patient was immediately replaced with other suture for suturing. After suturing, the patient had no special condition and the surgery ended normally. There were no patient consequences reported. Additional information was requested.